Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in the clinic. During device check, it was noted that the right ventricular (rv) lead exhibited high threshold values, noise and exposed lead conductors. The lead was capped and replaced on (B)(6) 2020. The patient remained in stable condition.